Event description:
The customer reported that she had been experiencing unexplained high blood glucose levels. Customer had a blood glucose level of 471 mg/dl the day before the call, which eventually rose to 600 mg/dl. The customer treated with the insulin pump, then got her blood glucose level down to 310 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. Customer will monitor the device and will not return it for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.